Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer¿s blood glucose (bg) level was 536 mg/dl. Customer delivered a bolus to address bg level. An infusion set change and cartridge change was performed resolving the issue.